Event description:
It was reported that 14 months post-implant of a bifurcated device and infrarenal aortic extension; the patient presented with a proximal type I endoleak of the infrarenal aortic extension. Reportedly, the patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned for evaluation.

Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. However, operative notes and computed tomographic reports were provide by the hospital and reviewed by clinical representative. Based on the review of the notes provided, the patient presented with short (12-13mm) non-aneurysmal neck (off-label) at the time of the initial procedure. Tight neck angle and disease progression likely caused or contributed to endoleak type I.